Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed. The test results were normal. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin plasma collected in a gel tube. Sample was centrifuged at 3400. Time and temperature of centrifugation were not supplied. No hemolysis, lipemia or icterus noted by customer. Sample was tested from the primary tube for both initial and repeat testing. Sample was stored refrigerated between testing. Quality control was tested prior to and following the event and passed. On (B)(4) 2008, the field service engineer verified instrument operations. All tests passed and met performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.